Event description:
Allegedly primary implantation of total hip was performed in (B)(6) 2008. Good result initially. During months before revision, patient reported hip pain. Complaint was poorly understood until acetabular component was seen upside down on plain x-ray in (B)(6) 2011. At revision surgery, the wound proved to be infected. All components were removed. Shaft fractured in the process. Infection eradicated - pathologist describes alval. Hip reconstructed and patient is still on her way to making recovery, doing fairly well. No trauma.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01229, 01230, 01231. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned.evidence that product in specification when used.(B)(4).